Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the physician could not deploy the lead because there was blood on the stylet a number of times, and they were unable to get the stylet all the way to the end of the lead. The lead was not used and replaced with another lead. No patient complications have been reported as a result of this event.